Manufacturer narrative:
This report is submitted on april 19, 2024.

Event description:
Per the clinic, the magnet was explanted on (B)(6) 2023, due to pain. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.